Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough in the morning when she wakes up and this has been accentuated for 4 / 5 months. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 08, 2023 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough in the morning when she wakes up and this has been accentuated for 4 / 5 months. There was no report of patient harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated. During the evaluation, the dust/dirt contamination was observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the unit got corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.